Event description:
Healthcare professional reports a case of alcl and seroma via allergan legal department (B)(4). The patient has a history of breast cancer that was diagnosed (B)(6)2004. She had a total mastectomy with lymphnode dissection on (B)(6) 2004. On (B)(6) 2006, the patient underwent reconstruction surgery with latissismus dorsi flap using allergan 110-480 textured devices. In (B)(6) 2003, the patient had six rounds of chemo, but did not require radiation. On (B)(6) 2013 the patient presented to her surgeon with left breast breast swelling on a referral from her pcp. An ultrasound was carried out (B)(6) 2013. Explant surgery with complete capsulectomy on (B)(6) 2013 was performed. The seroma was sent to the lab along with the implant and the capsule. During the surgery the patient was also noted to have nodules under the left breast implant. The histology report notes alcl; alk-marker; cd30+.

Manufacturer narrative:
Medwatch submitted on: (B)(4) 2013. Device labeling addresses the event of seroma as: for primary augmentation patient, seroma rate = 1.6%. Primary reconstruction patients = 1.0%. (Other complications.) Swelling = 7.1%. "After breast implant surgery, the following may occur and/or persist, with varying intensity and/or for a varying length of time: hematoma/seroma..." (Allergan silicone labeling). Device labeling reviewed: there were no reported events of lymphoma/alcl, for patients in the core study, in the labeling for silicone implants.

Manufacturer narrative:
Allergan is submitting this follow-up MDR in accordance with 21 cfr 803 following the recall of biocell® textured breast implants and tissue expanders in relation to the uncommon incidence of breast implant-associated anaplastic large cell lymphoma (bia-alcl). Allergan did not submit this MDR within 30 days of allergan¿s decision to initiate the remedial action. Allergan has initiated an investigation to address late mdrs submitted related to 2011068-7/2/19-001-r.

Event description:
Allergan is submitting this follow-up MDR in accordance with 21 cfr 803 following the recall of biocell® textured breast implants and tissue expanders in relation to the uncommon incidence of breast implant-associated anaplastic large cell lymphoma (bia-alcl).